Manufacturer narrative:
(B)(4).

Event description:
It was reported that leakage was found at the junction hub during placement. Therefore, the catheter was removed and replaced with a new kit. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen cvc for evaluation. The catheter was returned with a box clamp assembled to the catheter body. After the catheter failed functional testing, the catheter body was microscopically examined. A small hole was detected directly adjacent to the juncture hub. The appearance of the hole was consistent with contacting a sharp object (scissors, needle, scalpel, etc.). The total length of the returned catheter body measured to be 5.10" which is within specifications of 4.8125-5.1875" per product drawing. The hole was detected 1 mm from the distal end of the juncture hub. The returned catheter was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush lumen(s) to completely clear blood from catheter." When the proximal lumen was flushed, a small leak was detected adjacent to the juncture hub. No issues were detected when the distal lumen was flushed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter body contained a small hole with damage consistent with contacting a sharp object. The sample passed all relevant dimensional testing and a device history record review was performed on a potential lot identified from sales history with no relevant findings. Based on the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that leakage was found at the junction hub during placement. Therefore, the catheter was removed and replaced with a new kit. No patient harm was reported.